Event description:
A customer reported experiencing a malfunction with their insulin pump, specifically citing a malfunction code 12. The customer did not report any notable events before the malfunction and did not disclose whether the issue impacted their blood glucose level. Customer technical support provided instructions to reset the pump and advised loading a new cartridge due to low insulin. The customer planned to return home and call back technical support to perform the pump reset and continue troubleshooting.